Manufacturer narrative:
(B)(4). Date sent: 09/01/2025 d4: batch #443d52 corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload (a) was received fully fired. In addition another reload (b) was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon flex vascular 35mm - powered is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 443d52, and no non-conformances were identified.

Event description:
It was reported that during a vats left lower lobectomy procedure; the stapler successfully fired the first reload on the pulmonary vein. A second reload was opened and used to transect a branch off of the pulmonary artery. The vessel was positioned in the center of the jaws, tension was relieved, and the jaws of the stapler closed. The stapler appeared to have fired successfully across the artery. Upon opening, there was some oozing from the stump of the artery. A sponge was used to control the oozing which led to a more aggressive bleed. The surgeon maintained pressure for 15 minutes until bleeding was controlled. The stapler appeared to have fired successfully - however there was a staple that appeared to be "loose" on the vessel. The artery was approximately 1 cm wide and on the smaller side but the surgeon had noted that it was not too thin. Once bleeding was under control, the surgeon was able to successfully complete the procedure. There was a delay of 30 minutes in the procedure. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/15/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please provide more details about the type of oozing? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a97e70, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.